Manufacturer narrative:
The insulin pump was received with detached end cap and with loose protruded drive support disk. No e70 alarm on alarm history screen. Unable to performed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test due to detached end cap anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump, loose drive support cap, high blood glucose levels and motor error alarm. Customer's blood glucose level was 460 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the opposite end of the battery compartment has completely come off and they taped it. Customer advised they held the reservoir in place during a bolus delivery because they felt the motor was not pushing the insulin forward. Customer received a motor error alarm during the rewind process and they advised that the bottom was sticking out. Customer's drive support cap was loose and the device needed replacement. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.